Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on 1550 device. Hcp reported pt's venous needle became dislodged from access site during therapy and no alarm was noted at the time. No further info regarding this event was available from hcp.